Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The pump was unable to perform displacement test due to lcd damage. The pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
The customer's mother reported via phone call of a display anomaly from the insulin pump. The customer's blood glucose reading was 150 mg/dl. The mother stated that her son cannot read the screen, but the pump is still functioning as designed. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.